Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A caller from the hospital called to report that the customer was in the hospital due to high blood pressure and high blood glucose levels. The customer's blood glucose level was unknown. The caller stated the customer's doctor wanted somebody to come to the hospital to check the insulin pump, because the customer was being uncooperative. Nothing was replaced or returned for analysis.